Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to reload the same cartridge without success but resolved the issue by loading a new cartridge onto the pump, allowing insulin delivery to resume successfully.